Event description:
According to the reporter: after inserting, confirmed that pouch was partially separated along perforated line. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unknown. Patient status; ok. No further patient information is available. The procedure was lobectomy.